Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. The rv pace impedance measurement was typically in the 400 - 500 ohm range. There were occasional max values elevated to 800 - 1100 ohms with three max values in the last three weeks of the record ending (B) (6) 2010 ranging from 2128 - 7376 ohms.

Event description:
It was reported review of lead data revealed the rv pace impedance was typically in the 400 - 500 ohm range. There were occasional max values elevated to 800 - 1100 ohms with 3 max values in the last 3 weeks of the record ending (B) (6) 2010 ranging from 2129 to 7376 ohms. There were no patient complications reported related to this event.